Manufacturer narrative:
One photo was shared by the customer where is observed an spiro connected to an unknown mating device. However no physical cracks, damage or anomalies are observed. One used sample, item #ch2000s-pc connected to an unknown, extension set and one used bag spike adaptor w/ clave were returned for evaluation. As received no physical damage or anomalies were observed on the spiro. The spiro was tested as per procedure and no internal or external leaks were observed after the test. Based on the picture shared by the customer a crack could not be confirmed, once the sample was received it was visually inspected and leak tested and nothing wrong was confirmed, complaint of crack cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/15/2023.

Event description:
The event involved a spinning spiros® closed male luer, purple cap where it was reported that the device came from pharmacy supply and was cracked. The broken tubing was noticed when spiros was connected to y-site for infusion. Fluid would not infuse, beeped occlusion. The rep cap was placed by the nurse because it was the most readily available product in the room while the product was malfunctioning. This was a special circumstance and not their normal practice. There was patient involved but no patient harm or adverse event reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.